Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds and increased impedance that have now stabilized. Possible fracture was suspected.. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.